Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing and inadequate ventricular fibrillation (vf) detection due to small r-waves. Intervention was undertaken to add a rate sense/pace lead to the implantable cardioverter defibrillator (ICD) system as a result of the event. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).